Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported white display. Physio did confirm the service indication was present and event codes were logged in the device's memory. As a precaution, physio replaced the user interface (ui) to stack flex cable assembly and reloaded the device's software. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and was powering on with a white display.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.